Event description:
It was reported that during a gastric bypass procedure, a problem occured with device - tissue was stapled but not cut. The cartridge fell out of the stapler two times. Procedure completed with another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.